Manufacturer narrative:
The company service representative examined the system and confirmed the system message in the event log. He was not able to duplicate the problem. He replaced the host module as a diagnostic measure. He then performed a preventive maintenance activity and retested the system. The system met specifications. The host module has been received for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B) (4). (B) (4).

Event description:
Adverse event(s): "no patient harm" (no consequences or impact to patient). Product problem(s): "system messages displayed" (device displays error message). The customer reported that during set-up, the console displayed a system message. The console was rebooted and a quick gas noise was heard and a second system message displayed. The system was rebooted and the second system message displayed again. The patient had not been prepped, and there was no patient harm. The case was postponed until (B) (6) 2010.